Event description:
It was reported that during the procedure for treatment of a 90% stenosis in the mildly tortuous, heavily calcified, left anterior descending artery (lad), pre-dilatation was performed using a trek balloon via radial approach. A 2.25x28 xience prime sv stent was implanted in the proximal lad. Then, pre-dilatation was performed in the mid-distal segment of the lad using a 2.25x15 nc trek balloon. A 2.25x28mm rx xience prime sv stent delivery system (sds) was advanced but could not cross. The lesion was further dilated with a balloon several times but the sds could not cross. Then, the sds was advanced to the mid segment of the lad and the balloon was pressurized; however, the balloon did not expand and balloon rupture was confirmed. A new 2.25x28mm xience prime sv was advanced but could not cross the lesion. A 2.25x18 non-abbott sds was advanced but failed to cross the lesion. During the attempts to cross, non-abbott guide wire access was lost. The guide wire was replaced with another non-abbott guide wire and two non-abbott stents were implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: tgv marker; guide catheter: launcher 6f ebu3.5 duo; stent: xience prime 2.25x28. (B)(4): re-insertion. The device was returned for evaluation. Investigation is not complete. A followup report will be filed with all additional relevant information.